Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens was returned in liquid, in lens case/vial. Visual inspection found half od the lens missing. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a (B)(4) collamer single piece lens, +21.5 diopter, tore during loading. There was no patient contact. The back up lens was implanted with no problem. The reporter stated that the cause of event was unknown.

Manufacturer narrative:
Corrected data: date of event (B)(6) 2017 is incorrect, should be unknown. Claim # (B)(4).

Manufacturer narrative:
Claim # (B)(4).